Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, foreign objects in the air water tube and foreign objects were also present in the air water cylinder due to cause could not be determine. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects in the air water tube and foreign objects were also present in the air water cylinder. There was no patient involvement.